Event description:
It was reported, the ultrasonic surgical device broke its ligation tip. The probe was broken and hanging off the device but did not detach inside the patient. The issue occurred during a therapeutic adrenalectomy procedure. There were no reports of patient harm. A new similar device was used to replace the device and case has been finished.

Manufacturer narrative:
The device was discarded by the customer and will not be returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
"This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570." This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was not returned for evaluation and the reported event could not be physically confirmed, therefore, and investigation was carried out based on the inspection results provided by the olympus. A video was provided by the customer where it was confirmed that the output was activating from approximately 10 seconds to 22 seconds. It was also confirmed that the forceps were positioned near the probe. In the video, it was confirmed that the probe was broken. Based on the results of the investigation the following likley occurred: 1. When the output was activated in seal & cut mode, the grasping section closed without grasping anything (including after resection), leading to wear on the tissue pad. 2. As a result of the tissue pad wearing out, the non-insulated area and the distal end of the probe came into contact. 3. Under those circumstances, activating the seal & cut mode led to scratches (contact marks) indicating contact between the distal end of the probe and the grasping section. 4. Force was applied to the probe during the output activation in seal & cut mode or while grasping the tissue. As a result, the scratches (contact marks) originated from the initial scratches (contact marks). 5. The probe broke when force was applied. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon reviewing the instruction manual, the following descriptions related to this event were found. This event is addressed as a warning in the instruction manual. Drawing number and revision number of IFU: rc4485 08. ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor the field performance of this device.